Event description:
It was reported that patient received shocks due to t-wave oversensing. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. 42 ventricular nonsustained tachycardia episodes of <=210 ms occurred between (B)(6) 2011 13:11:38 and (B)(6) 2012 21:16:05. 10 ventricular fibrillation episodes of 210 ms average ventricular cycle occurred between (B)(6) 2011 02:52:41 and (B)(6) 2012 20:33:51. Ventricular short interval count v-sic=208.8 counts avg/day, in 2.94 days, between (B)(6) 2012 12:33:16 and (B)(6) 2012 10:07:45.